Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure to treat a dissection utilizing a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2026, the patient underwent an endovascular reintervention procedure on a previously placed gore® tag® conformable thoracic stent graft for a proximal dissection with a new distal dissection along with a distal aortic expansion with intramural hematoma (imh) present by utilizing a gore® tag® conformable thoracic stent graft with active control system. Reportedly, the physician aimed to extend coverage just proximal to the celiac artery. The previously implanted graft was a 45 mm ctagac; therefore, the plan was to use a 45 × 45 × 15 cm ctagac for distal extension of the prior tevar. However, upon deployment, the proximal portion of the new graft appeared smaller than the existing graft. Thus, it appeared that seal was achieved because there was no endoleak present, however, angiographically the stent appeared to lack apposition with the exception of the most proximal portion where most proximal apposition was desired. The graft appeared to be open after 2nd stage deployment, but it appeared to be smaller than the stated diameter as if it was a 45 x 37 tapered graft, however, there were no blood flow issues present but it would recoil after balloon dilatation. Physician then post dilated with a gore® tri-lobe balloon catheter and the graft would expand and then recoil but overall outcome of the procedure was good and physician plans to reimage the patient soon (date unknown). The cause of the imh and dissection was unknown or if its due to patient disease progression. Additional information on the graft recoil from physician: there was no obvious kinking of the graft. The distal landing zone was smaller than the proximal landing zone. The distal landing zone was measuring around 40 mm on ivus. There was 7-8 cm of graft overlap so the graft should have been able to expand out to match the 45 mm diameter of the previously placed graft.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.